Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the lesion site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed and calcified lesion in the mid to distal superficial femoral artery. A 5.0x80mm armada 18 otw percutaneous transluminal angioplasty (pta) catheter was advanced without resistance to the lesion. The balloon ruptured when inflated to 14 atmospheres. The pta catheter was removed from the patient anatomy and a 5.0x80mm armada 35 pta catheter was used to successfully complete the procedure. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.